Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service, no adverse patient effects were reported. The device is not expected to return after replacement.

Manufacturer narrative:
If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service, no adverse patient effects were reported. The device is not expected to return after replacement. Additional information from the field representative that during the last follow up, a replacement date was not decided due to patient's convenience.

Manufacturer narrative:
If additional information is received, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service, no adverse patient effects were reported. The device is not expected to return after replacement. Additional information from the field representative that during the last follow up, a replacement date was not decided due to patient's convenience. Subsequently, the device was explanted and returned for analysis. No additional adverse effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service, no adverse patient effects were reported. The device is not expected to return after replacement. Additional information from the field representative that during the last follow up, a replacement date was not decided due to patient's convenience. Subsequently, the device was explanted and returned for analysis. No additional adverse effects were reported.